Event description:
International affiliate reports a patient developed a wound infection five days following surgery. Affiliate reports the patient was "cured with an open wound" and left the hospital" two weeks later.